Event description:
It was reported that the cable of the subject device was totally broken, and when the cable moved, the picture would flicker. The issue was found at receipt inspection. The device was replaced and the intended an unspecified procedure was completed using a similar device. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cable of the subject device was totally broken, and when the cable moved, the picture would flicker. The issue was found at receipt inspection. The device was replaced, and the intended unspecified procedure was completed with a similar device. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit was broken and outer tube with charged coupled device was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initially reported malfunction: cable unit was broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.